Event description:
It was reported that during a laparoscopic cholecystectomy the clip applier misfired three times. The clip applier spit out two clips at once. On the thrid time the clips criss-crossed. The case was completed with a like device with no pt consequence.